Event description:
Reference number (B)(4). Event occurred in the united states. On 21-jul-2024, it was reported that the patient faced infusion set tubing detached from hub. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.